Event description:
It was reported that the rotawire was broken. The target lesion was located in the anterior tibial artery. A rotawire and wireclip torquer (bx5) and a 1.50mm peripheral rotalink plus was selected for use. During the procedure, when the foot pedal was stepped on and began to advance the burr, it was making an abnormal sound. The device was stop and pulled back the rotawire a bit but the end of the wire was not coming back. The physician assumed the wire was broken approximately 20-30 cm from distal end. They removed the proximal portion of the rotawire while the distal portion remain visible beyond the rota device in the tibial. When the rotalink plus was removed, the distal wire came with it. The procedure was completed with another of same device. No patient complications were reported.